Manufacturer narrative:
Exhalation flow sensor. No parts returned due to custom costs.

Event description:
The customer reported that the ventilator went vent inop and alarmed while in use on a patient due to a flow sensor failure. The customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturer service technician inspected the device and could not duplicate the customer reported problem. The service technician found vent inop code in the log and replaced the exhalation flow sensor and sensor board as a precautionary measure. Unit passed performance verification testing.